Event description:
A peritoneal dialysis patient has reported that dialysis solution was found around the cycler. The origin of the leak could not be identified and the tubing set lines and solution bags appeared to be dry. Patient had no ill effects. Sample has not been returned to the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within one month prior to the date of event. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process.